Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customers pump case was "slippery" causing the pump to intermittently fall and pull out the infusion set. There was no impact to the customer¿s blood glucose. The customer re-applied the infusion set to a new site and resumed insulin delivery.